Event description:
During evaluation of a returned sample, a gap between the mainbody and the female connector of the transfer set was indentified.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with a gap between light blue body and dark blue connector noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was confirmed for the reported problem, and the root cause was determined to be a manufacturing issue due to assembly.